Event description:
Per the audiologist's report, this pt woke up one day and could no longer hear well with his cochlear implant. He would hear static and had a decrease in performance. The device was reprogrammed, but this did not resolve the problem. An xray revealed that the electrode array was not in the cochlear. The surgeon explanted the device in 2006 and reimplanted the pt with a new device.

Manufacturer narrative:
This is a final report.